Event description:
It was reported that the device exhibited an obstruction alarm during priming. Per reporter, when the product was returned to the me center, the alarm reoccurred. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6). Address line 2 "(B)(6) sales office". H3: one device was received for evaluation. No physical damage was found on the device. The event history log review confirmed a record of high-pressure alarms that occurred when priming. The service history review indicated that the previous repair had nothing to do with the reported problem. Functional tests were performed, and the reported problem was not able to be duplicated. The root cause of the problem was a possible defective downstream sensor or cassette product. As a preventative measure, the downstream sensor was replaced. The device passed all functional tests after repair.